Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by 9.55%. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received by smiths medical on 17-jun-2019 that these occurred as part of our routine testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The complaint of low delivery at -9.55% could not be duplicated. In-house accuracy testing gave results of -1.05%, +0.26% and -0.18%, well within the published spec of +/- 3%. The user's accuracy testing does not conform to specification. No problem found.